Event description:
It was reported that the patient's ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention was undertaken wherein ipg was replaced to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.